Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced pain, inflammation and infection at implant site; subsequently the patient was treated with oral antibiotics (date and duration not reported). The issue could not be resolved, resulting in the explant of the receiver-stimulator on (B)(6) 2017, the electrode array remains in-situ.

Manufacturer narrative:
This report is filed on july 05, 2017.